Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not recognize upstream occlusions. During the upstream occlusion test, the device alerts for 1 second and then incorrectly states that the occlusion was cleared, even when it was not. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
Corrected: d3 - mfg establishment name. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a failed upstream occlusion sensor. Upon further investigation, found that the downstream occlusion seal was delaminated. The downstream occlusion seal and sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.